Event description:
The customer reported a burnt fiber tip after an apparent "reflection off an embedded stone in the prostate" at 127,309 joules during a prostate procedure. The case was completed with a second fiber. It was reported that there was no pt injury as a result of this event.

Manufacturer narrative:
The device was returned to the MFR and analysed. The customer's initial report of a burnt fiber tip is not considered a reportable event. Upon analysis of the returned fiber, the fiber cap was found to be detached; the fiber cap was not returned with the fiber. There was no indication or report of any part of the device remaining inside the pt. Based on the analysis findings, the fiber condition would result in a forward firing condition and has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. (B)(4).